Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the out of range impedances was not determined.

Event description:
It was reported that the patient experienced a lack of pain control. High impedances were found on electrode 13 during programming. The outcome was listed as ongoing. There were no actions taken as interventions. The event was reported as related to the device and therapy and possibly related to the implant procedure.

Event description:
Additional information reported there was also low impedance. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from healthcare provider for a clinical study reported, the patient's lead migrated and the stimulator was reprogrammed with improvement of pain control.

Manufacturer narrative:
(B)(4).